Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements and loss of capture. The patient was seen for a follow up. No adverse patient effect were reported. This device remains implanted.

Manufacturer narrative:
This lead was surgically abandoned and will not be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead was seen at follow up after receiving an inappropriate shock from the device. Interrogation of the device revealed a code 1005, indicative of an open circuit during shock delivery. The pacing impedance measurements on the right atrial (ra) were high, out-of-range at greater than 2000 ohms and loss of capture was observed. The physician believed the device was malfunctioning and was planning to replace the device. No adverse patient effects were reported outside of the inappropriate shock. The ra lead remains implanted. The distributor representative reported that a revision and replacement procedure was scheduled. Additional information noted that a revision was performed as planned. During the procedure, the right atrial (ra) and was surgically abandoned, while the device remained implanted. No additional adverse patient effects were reported.